Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that ventilator inoperable, motor fault, apnea interval, and low minute ventilation alarms on the vela ventilator. A vyaire representaive confirmed there was no patient involvement associated with the reported event.